Event description:
Physician's experienced difficulty communicating with the patient's device. Both the neurologist and the neurosurgeon used their separate programming systems and neither was able to communicte with the patient's device. It was reported that the patient was not large and that the generator did not seem to be placed too deep in the pocket to allow for communication. Implanting surgeon was able to intterogate the device at the time of initial implant and device diagnostic testing at that time was within normal limits, indicating proper device function. Electromagnetic interference was ruled out as a potential cause of the communication difficulties. The patient underwent genertor replacement surgery. Device diagnostic testing of the replacement generator connected to the original lead was within normal limits, indicating proper device function at the time of generator replacement surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the reported communication difficulties with the patient's original generator.

Event description:
User facility medwatch report #100006-2005-16 received from user facility.

Event description:
Product analysis summary: the pulse generator did not communicate during bench testing. The anomaly was narrowed to the dc-dc converter ic. The component was replaced using a new part. The module communicated acceptably after the component was replaced.